Event description:
The reporter indicated the pt had a revision surgery due to generator migration. Good faith attempts to obtain additional info are in progress and awaiting response.

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.